Event description:
It was reported that the left ventricular (lv) was replaced due to dislodgement. The lv lead exhibited high pacing thresholds. The lv lead was capped and left out of service inside the patient. A new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead, (B)(6) 2000; a 4024 implantable pacing lead, (B)(6) 2000. (B)(4).